Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate, as it was reported that the device stopped working 2 years ago.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss. A surgical procedure was performed, during which cylinders and pump were removed and replaced, while a new reservoir was added to the system. No patient complications were reported.